Manufacturer narrative:
(B)(4). The product was not returned for evaluation. The device history record for the reported lot number, 0202411217, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2026095-2016-00168 for the second patient. Fill volume: 400 ml, flow rate: 8ml/hr. It was initially reported that multiple pumps emptied in 24 hours rather than 50 hours. Additional information received on 23-sep-2016 from the registered nurse stated that two 400 ml pumps emptied in 24 hours when set to 8ml per hour. No further information was provided.